Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the (B)(4) translation on the box and immediate packaging of bc3780 pediatric oxygen therapy nasal cannula was wrong. The description stated was "cannula nasale per ossigenoterapia adulti" (adult oxygen therapy nasal cannula) instead of "cannula nasale per ossigenoterapia pediatrico" (pediatric oxygen therapy nasal cannula). This was noticed prior to patient use.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the (B)(6) translation on the box and immediate packaging labels of bc3780 pediatric oxygen therapy nasal cannula was incorrect. The translation was written as "(B)(4)" (adult oxygen therapy nasal cannula) instead of "(B)(4)" (pediatric oxygen therapy nasal cannula). This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). The complaint bc3780 pediatric oxygen therapy nasal cannula is not expected to be returned to fph in (B)(4) for inspection. We are currently in the process of obtaining further information in order to assist us with the analysis and identification of a possible root cause of the event as reported. We will provide a follow up report once we have received further information.

Manufacturer narrative:
(B)(4). Method: the scanned copy of the complaint bc3780 label was forwarded to fph in (B)(4) for evaluation. The scanned label was visually inspected for incorrect translation. Results: visual inspection revealed that the (B)(4) was written on the label, which should have been (B)(4). A lot check revealed no other complaints of this nature for lot number 111022. Conclusion: based on our risk assessment, it is unlikely that this incorrect translation presents any health risk to the patients. Our product label has the correct product model (bc3780) that is specific for the pediatric cannula. Our user instructions that accompany the bc3780 provide the correct cannula size information for all translations, including italian. All fph oxygen therapy nasal cannulas, such as bc3780, are intended for use with the rt329 infant continuous flow breathing circuit kit and will not connect to an adult circuit. Our product group team is currently working to correct the translation of our bc3780 labels. (B)(4).